Event description:
After the lens was inserted into the pt's eye, it was noticed that the trailing haptic was shorter than it should have been. The incision was enlarged to remove and replace the lens.